Event description:
It was reported the customer experienced a blood glucose (bg) level below 54 mg/dl. Due to the anonymous nature of the reporting platform (twitter) tandem technical support was unable to follow up with customers to confirm nature of issues reported or to provide troubleshooting and training. No further information available.